Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "capsular contracture", "recall", "one being bigger than the other¿, "breast is lumpy¿ and "smaller symptoms connected to skin, blurred vision". Later patient reported "grade 3". This record is for left side. The device remains implanted.